Manufacturer narrative:
The device was returned to the MFR and the quality investigation is ongoing. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that during a lumbar spinal procedure, a dark substance leaked onto the cutting bur while it was being extended from the pneumatic drill. The surgeon wiped the substance off the bur, and continued using the same equipment to complete the procedure. Backup equipment was available, however, the surgeon chose not to utilize it. There was no report of the substance leaking into the surgical site. No pt or user injury was reported, and no adverse consequences were alleged with this event.